Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the loss of prime warnings were observed in the black box and force readings did not reach zero. The rewind, load, and prime steps were performed successfully during investigation. The force sensor calibration test confirmed the force sensor was detecting correct force at 5 pounds. There were no loss of prime warnings that occurred during testing. The pump cover was opened and no damage was found to the force sensor circuit.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.